Event description:
Customer reported experiencing a past low blood glucose event with a lowest recorded level of 33 mg/dl. Despite the low level, no injury was caused, and the customer did not lose consciousness; emergency medical services assisted with glucose gel, preventing the need for hospital care. The customer was advised by technical support to consult with a healthcare professional.